Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09182, related manufacturer reference number: 1627487-2019-09183, related manufacturer reference number: 1627487-2019-09184. It was reported that the stopped using the scs system due to the stimulation causing shocking and pain. As a result, surgical intervention may be planned to address the issue.